Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 through review of the event history log but did not reproduce it. The evaluation found that the motor was seizing, which is a known contributor to the reported symptom. The failed motor assembly was replaced.